Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced hypoglycemia and was treated with glucose on (B)(6) 2026. No further information available.